Manufacturer narrative:
Concomitant product: 6940-52 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The patient had an asystolic event. The physician decided to increase the pacing output of the rv lead with reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.